Event description:
It was reported that the patient's joint was swollen due to over pressure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The unit was returned, but the failure mode was not confirmed. Visual inspection- there are no indications for transport damage or misuse. The visual inspection performed for the device showed that the roller wheels are worn. The upper body housing of the unit shows rust and needs replacement. Functional inspection- the functional inspection performed showed that the unit is working according to specification. The results of the investigation performed indicated that the returned unit is working according to specification. Root cause(s): the reported event could not be confirmed. There are no indications for a manufacturing issue. Further investigation showed that the failure description was most likely caused by difficulties during use of the devices, possibly due to the user's unawareness of the exact functionality of the device. In sum, the unit was returned, but the failure mode was not confirmed.

Event description:
It was reported that the patient's joint was swollen due to over pressure.